Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the debris inside the light guide cover glass could not be determined whereas it is presumed that the other reportable findings occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had broken distal fiber, dents on distal edge, brown debris inside the light guide cover glass, and poor light transmission. There was no patient involvement.